Event description:
It was reported that the programmer turned off during device checks. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) programmer turned off during device checks when the rf (radio frequency) head was plugged into the programmer. No anomalies found with the programmer. (B)(4) rf head cable found out of electrical specification. Rf head label found delaminated.